Manufacturer narrative:
(B)(4). The customer has sent their device to a 3rd party biomedical service for repair. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a recent patient event their device had a service indicator present and the word service across the display. When this occurred, the device was frozen and the end users had to remove the batteries and then reinstall them before the device would power on properly. They were then able to continue to provide patient care. No further details were provided about the patient or the incident. There customer advised there were no adverse effects to the patient due to the reported issue.

Manufacturer narrative:
Physio-control contacted the 3rd party biomedical engineer who received the customer's device for evaluation. The biomedical engineer advised physio that he was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.